Event description:
Neptune rover was turned on and within one minute the top of the rover popped off, the manifold flew into the air and the canister blew out at the bottom, creating a large hole approx 5" x 3". No injuries occurred.